Manufacturer narrative:
Date of event: exact date unknown, event occurred three years ago. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 18519017.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. The explanted device was not returned.